Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that the lateral locking screws were not engaged in plate. Patient needed revision surgery to their left shoulder.

Manufacturer narrative:
Evaluation summary: the reported event that the lateral screws were not engaged in the plate could be confirmed with the help of a photograph provided by the healthcare facility. On the photograph three screws are backing out from the plate. Two locking screws and four bone screws were received with the plate for this product inquiry, however based on the photograph and the x-rays provided an exact determination as to which three of the returned screws backed out could not be made. A root cause analysis conducted by a subject matter expert team, based on the information contained in the complaint and the x-rays that were supplied, contains the following statement for this reported event: selected plate too short. Inappropriate screw placement in fracture area.¿ the instructions for use for non-active implants v15013/j were reviewed. The following statement related to the reported failure mode is included: intra-operative: [¿] after the procedure check the proper positioning of all implants using the image intensifier. [¿] implant selection and sizing: [¿] failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patient¿s height, weight, functional demands and anatomy. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation.¿ a review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of any material, manufacturing or design related problems were determined during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the lateral locking screws were not engaged in plate. Patient needed revision surgery to their left shoulder.